Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer's quality controls (qc) for level 1 and level 3 were within the acceptable ranges. The ccc specialist reviewed the data provided by the customer and determined that the customer was spinning samples at an excessive relative centrifugal force (rcf), resulting in sample quality issues. The ccc specialist remotely assisted the customer who adjusted the spin time and speed of automation line centrifuge to match the rcf tubing manufacturers' recommendations of 10 minutes and 2200 revolution per minute (rpm). The cause of the discordant, falsely low glu results is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely low glucose (glu) results were obtained upon initial and repeat testing on a patient sample on a dimension vista 500 instrument. The initial result was reported to the physician(s), who questioned the result. The sample was repeated on the same dimension vista instrument, resulting higher and as expected. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low glu results.